Event description:
After the completion of a difficult anastomosis, clamps were released to test its integrity. Bleeding occurred from weak points within the anastomosis requiring intervention. To test the integrity of the anastomosis, the kidney was unclamped to regain perfusion. The anastomosis site was dry and intact, no bleeding was identified. The transplanted kidney was wrapped within a ray-tec sponge and 3-0 vicryl suture. The monopolar curved scissors (mcs) instrument was used to attempt to cut the kidney free of the 3-0 vicryl, the mcs was having difficulty cutting the suture. There was bleeding from the anastomosis site; the surgeon speculated that due to the difficulty cutting suture with the mcs, there might have been added tension on the anastomosis. Throughout this time the black diamond micro forceps instrument was being used with a 6-0 gore suture. The bedside assistant attempted to remove the instrument with the suture attached before intended. The instrument was not fully removed as the assistant attempted to reengage the instrument back into the universal surgical manipulator (usm). This caused a system error message, and the instrument was required to be fully removed from the usm to continue. The instrument was unable to be removed as the suture was still attached within the jaws of the instrument. The e-stop button was pressed, the instrument release key (irk) was utilized to successfully release the suture. The instrument was removed. The suture was placed within the abdomen of the patient to be retrieved later. A conversion to an open laparotomy was performed to control the bleeding. The surgeon noted the procedure most likely would have been converted regardless of the troubleshooting issues, due to the anastomosis bleeding. Once open, the suture was retrieved, and the bleeding was resolved by placing an additional suture within the anastomosis. The estimated blood loss was 400mls. One unit of packed red blood cells was administered intraoperatively. The procedure was completed, and the patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was completed. The system logs can confirm the occurrence of the reported events; there are no errors that indicate a fault with the system.